Event description:
A ventilator was reported to a third party service center for evaluation. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the ventilator's pressure was fluctuating. The device's oxygen blending module board was replaced to address the issue.